Event description:
It was reported that pre-operatively lon (B)(6) 2021, the rfid tags between 2 different product codes were inverted. No ae reported. The product was not used in a procedure. Additional information was reuqested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event date? (B)(6) 2021. Could you please confirm the quantity of devices with inverted rfid tags? Quantity of devices are listed below (listed in eaches). V372h, lot rdbbbgr0, 36ea, v755g lot pjbbzdr, 12 ra. How many rfid tags were inverted for v375h and how many for v755g? Just 2 rfid tags. Are there photos available for review? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2021-09030.